Event description:
Reporter alleged he awoke out of it, and unable to communicate well when his wife used his advantage system to obtain a result of 137 mg/dl. Reporter stated that she called the paramedics, they arrived 30 minutes later, obtained a result of 42 mg/dl on their system, and treated him with glucose gel. Reporter stated that he was also given orange juice with sugar in it, then taken to the hospital to be monitored. No other actions were reported taken or treatment received. Reporter stated that he was taking the strips from their original container and putting them into an old container. A request was made for the return of the suspect device.